Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had a recharging issue- they recharged for 35 minutes with "excellent" coupling but they were still in the "red". The representative was advised to interrogate the recharge data to confirm the type of recharge/coupling that the patient had during their sessions. No symptoms or further complications reported.